Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) results for 5 patient samples involving an access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer indicated that all 5 samples were repeated on an alternate access 2 analyzer and recovered results within the normal range of the assay. The customer noted that the elevated results were reported out of the laboratory but the customer do not know if there were any changes to patient treatment in connection to this event. The customer was contacted multiple times to obtain patient treatment information. On (B)(6) 2013, the customer stated that they were still unaware of any changes in patient treatment in connection to this event. The customer did not supply any patient data for this event. The customer reported dark count outside of limits error messages were generated at the time of the event. Sample collection device and centrifugation information have not been provided by the customer. Beckman coulter field service engineer (fse) observed instrument dark counts were as high as 200 rlus (relative light units) since the dark count messages have been generated. Per the instrument's reference manual, typical dark count rlus should be less than 50 rlus and the manual instructs operators to contact beckman coulter if the readings are above 100 rlus. The fse also noted a spill of clear fluid in the wash wheel area of the instrument. The fse cleaned up the spill but did not observe any instrument issues which could have caused the spill within the wash wheel. Instrument was verified per established procedures and results met published specifications.

Manufacturer narrative:
The likely cause of the false positive patient results and the dark count error messages was the liquid spill within the instrument's wash wheel. There was insufficient evidence to determine the cause of the spill and the customer did not report spills caused by an operator.